Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with one clip loaded in the jaw. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic uterine myoma, the clip was malformed at the 1st firing when the device was used on the uterus. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that there might have been torquing or twisting the device present at the time of firing.